Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during the pulmonary vein isolation procedure. It was reported that the catheter had flushing issues during preparation. The saline flow from the catheter's irrigation port did not come out evenly and some were occluded. They switched over to a new stablepoint catheter which had no issues. The procedure was completed succesfully without patient complications. The device is not available for return as it was disposed by site.